Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (response buttons non-functional) has been confirmed. Upon investigation the monitor response buttons weren't working and the monitor failed a pulse a test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor response buttons were non-functional.

Manufacturer narrative:
Follow-up report #1: 08/23/2016. Device evaluation of monitor sn (B)(4) was completed. The monitor response buttons were physically damaged. The cause for the failed pulse test was isolated to shorted insulated gate bipolar transistors (igbts) on the defibrillator pca. The root cause for the damaged response buttons was physical abuse. The root cause for the shorted igbts could not be positively identified. Device evaluation of monitor sn (B)(4) is underway. The reported problem (response buttons non-functional) has been confirmed. Upon investigation the monitor response buttons weren't working and the monitor failed a pulse a test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor response buttons were non-functional.